Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer's blood glucose level was 33 mmol/l. Customer treated their high blood glucose via insulin pump. Customer's high blood glucose was because of a medication not related to diabetes. Customer declined to troubleshoot for high blood glucose levels. Troubleshooting for no delivery alarm was performed. Customer changed out their complete infusion set and reservoir which resolved the issue. The reservoir will not be returned for analysis.